Manufacturer narrative:
This event occurred in the another country.

Event description:
Reporter stated that the pt tested blood glucose with accu-chek mobile system. Based on an unspecified value, pt reportedly delivered novomix insulin (amount not provided). Thirty mins later, pt reportedly lost consciousness. Reporter stated that pt's spouse summoned emergency medical services for assistance. Pt was subsequently treated with an unspecified infusion in his hand. After treatment, pt's blood glucose was reportedly tested on an accu-chek compact system, with a result of 5.6 mmol/l. Reporter noted that, after ambulance crew departed, pt again lost consciousness. A doctor and emergency medical services were summoned, and pt was treated with an unspecified infusion in his arm. No additional treatment was reported. The MFR requested the return of the suspect product for evaluation.